Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this right ventricular lead displayed increased pacing threshold measurements and loss of capture, with intermittent capture noted at maximum output. The rv lead was observed to be dislodged. A revision procedure was performed and the lead was successfully repositioned, with appropriate pacing and sensing measurements obtained. No adverse pt effects were reported during the procedure. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.